Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling but prior to insertion, it was noticed that there was debris on the lens. There was no patient contact and the procedure was completed successfully using the back up lens. The patient is doing good post-operatively. No issues. No additional information was received.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/24/2019, device returned to manufacturer: yes. Device evaluation: the sample was received on 01/24/2019 in original packaging and lens case. A visual inspection found viscoelastic residues in the lens surface. There was no particle/debris were observed in the lens. Based on the visual inspection performed the complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.